Manufacturer narrative:
Additional information: according to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. However, deployment of the sapien 3 valve via carotid artery approach is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The commander delivery system (ds) was returned to edwards lifesciences for evaluation. The ds was received inserted through the esheath with the sapien 3 valve crimped on the balloon. Visual inspection of the ds revealed the valve was crimped on the inflation balloon. The inflation balloon was observed to be bunched distal to the valve. The struts on the valve were bent and there was complete separation of the inflation balloon/crimp balloon bond. Dimensional analysis was performed on the double wall thickness of the crimp balloon. All measurements met specification. Functional testing was not performed due to the condition of the returned device. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. The complaint of the balloon torn was confirmed based on the condition of the returned sample; however, no indication of a potential manufacturing non-conformance was identified. The dimensional inspection of the crimp balloon revealed the wall thickness was within specification and the bond in this location remained intact. The complaint for the fine adjust difficulty could not be confirmed due to the condition of the returned device. A definite root cause of the event could not be determined. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the patient¿s carotid artery mld was 6mm with no calcification and no tortuosity reported. In this case, procedural factors (modification of the esheath, manipulation of the device, ds balloon separation) likely contributed to the vascular injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. However, deployment of the sapien 3 valve via carotid artery approach is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the patient¿s carotid artery mld was 6mm with no calcification and no tortuosity reported. In this case, procedural factors (modification of the esheath, manipulation of the device, ds balloon separation) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transcarotid tavr procedure, a major vascular complication occurred while removing the valve from the carotid position. Cutdown was performed on the right common carotid artery and a 14fr expandable sheath (esheath), modified to approximately 12cm in length, was inserted with ease. Post balloon aortic valvuloplasty (bav), a 23mm sapien 3 valve and delivery system (ds) were inserted. During the attempt to remove any additional fluid potentially trapped in the ds balloon, blood was noted in the inflator device, indicating the ds balloon was not intact. During the attempt to remove the ds, significant resistance at the bifurcation of the right subclavian and the right common carotid was encountered. The ds, valve and esheath were removed. Upon removal, it was noted that the ds balloon was not intact and carotid tissue was noted on the device. Vascular repair was performed and a 6mm hemashield graft was placed just distal to the carotid/subclavian bifurcation. Following the vascular repair, a new 14fr modified esheath was inserted into the graft. A new sapien 3 valve was aligned, without issue, and deployed 80:20 aortic/ventricular (a/v). Two hours post op, the patient was noted to be a&o x3 and responding to commands. No neurological deficits were noted. Postoperative day (pod) 1 the patient was stable and doing very well. The access vessel (right common carotid) minimal luminal diameter (mld) measure 6mm with no calcification and no tortuosity reported. It was noted that the catheter was in a straight position on table off the patient&#38112;right shoulder during alignment.